Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A request was made to obtain specific dates and results of the patient's endoscopies but this information was unable to be provided. The patient was also admitted on (B)(6) 2015 and (B)(6) 2015 for gi bleeding (addressed in MFR # 2916596-2020-02115 and MFR # 2916596-2020-02116 respectively). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was off all anticoagulation since 2014 due to gastrointestinal (gi) bleeds. The patient had multiple endoscopies performed from mar2015 to jan2020. It was also stated that the patient had low flows and syncope related to gi bleeding. No additional information was provided.